Manufacturer narrative:
On 3/19/2021, the bwi product analysis lab received the complaint device for evaluation. The vizigo valve was inspected and it was found in good condition. No damage or evidence of inadequate use was observed. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath small which had air inside the side port. It was reported that after transseptal puncture, air was removed for inserting the carto vizigo 8.5f bi-directional guiding sheath small into the left atrium (la); it was confirmed microbubbles were inside the carto vizigo 8.5f bi-directional guiding sheath small. Air was removed, but the issue remained. No air entered the patient¿s body. The sheath was replaced, and the procedure was completed. The patient did not develop any neurological symptom.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small which had air inside the side port. Air was removed, but the issue remained. No air entered the patient¿s body. The sheath was replaced, and the procedure was completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and cool flow pump testing of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the reported event, the device was tested with the coolflow pump and no issues were observed. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).